Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report . B5: describe event or problem. D9: device availability. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® implant 3.75 x 10mm (oss310) was not returned for investigation. Therefore, up-close visual evaluation in the lab could not be performed. However, pictures and x-ray were provided by customer and thus the investigation was performed based on the evaluation of pictures/x-rays. Device history record (DHR) review could not be performed for the product reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the (oss310) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices for similar event using keyword category (fracture implant). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed after the visual evaluation of provided pictures from customer. H3 other text : product not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that implant was (B)(6) and the abutment started to be loose 2 years ago. The patient returned to the practice to fix the screw again and doctor noticed that implant at tooth site 15 was fractured. The implant remains implanted and might not be removed at all.